Event description:
It was reported that during follow-up in clinic, noise due to a non-sustained oversensing episode was observed. The noise is suspected to be caused by myopotential oversensing. Patient was asymptomatic. Programming changes were recommended. No further information was provided.